Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the tip clamp was bent in the reported problem area of the pipetter assembly. The tip retaining clip and the tip clamp were replaced. The instrument was inspected, tested without further problem, and returned to service.